Event description:
It was reported that the patient experienced severe shortness of breath, a decrease in energy, headache, a weird sensation in the chest, right leg swelling with foot pain, dizziness, and weakness. After a pulse field ablation (pfa) procedure using a farawave catheter the patient reporting having worsening shortness of breath, a decrease in energy, headache, and a weird chest sensation described by the patient as "wobby and cold." The patient denied any pain. The patient also had right leg swelling and right foot pain. The patient presented to the emergency room with shortness of breath, dizziness, and weakness. The patient reported developing in the past few days severe shortness of breath with any sort of exertion along with shortness of breath at rest. The patient was taking rivaroxaban and reported being compliant with the medication. The patient was hospitalized and diagnostic tests were performed. The patient's current condition is unknown. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.